Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the pacing lead encountered placement difficulty and the physician could not extend the helix. The lead was attempted not used and replaced. No patient complications have been reported as a result of this event.